Event description:
It was reported that the lead dislodged. Multiple attempts to reposition the lead were unsuccessful. The lead was subsequently replaced.

Event description:
Potential false negative. No trigger cells present in 22 fields of view (fov). Abnormal cells found outside of (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.